Event description:
Reporter alleged obtaining the results of 600-699 mg/dl and 40-49 mg/dl back to back within 10 minutes on the advantage system. Reporter stated her son would bring her something to eat. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that she discarded the strips, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Absent the lot number, manufacture date cannot be determined. Will not be returned to manufacturer.